Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01817. It was reported that the patient's wound had opened after bumping into furniture at home. As a result, the patient underwent surgical intervention during which the system was explanted.

Event description:
Additional information received indicates that the wound is healing and on track.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.